Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse instructed the customer to verify the operational status of all pcs (host pc, ip-pcs, and flexvision pc) in the technical room. All pcs were powered on and operational. A philips field service engineer (fse) inspected the system on-site and identified that dcps (direct current power supply) in the m-cabinat was defective. To resolve the issue, the fse replaced the dcps and the system was returned to use in good working order and ready for clinical use. Further analysis of the logfile by the technical team confirmed the reported malfunctioned due to power issue. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.